Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, a couple of the wires broke on the hercules arm, however, no pieces were lost. No known impact or consequence to patient. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on june 17, 2016 method: actual device evaluated; visual inspection; manufacturing review. Results: improper physical structure. Conclusions: human factors issue. The sample was returned for evaluation. A review of the device history record revealed no manufacturing anomalies. The returned sample was visually inspected up on receipt. It was confirmed that the arm was broken and the swage had completely disconnected from the quick connect. There were additional welding marks on the underside of the quick connect that did not look like original welding marks from manufacture. Rust was visible where the swage had broken from the quick connect. The cable wire was intact with no anomalies noted. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.